Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined contact from support, no troubleshooting was completed, and no additional information or corrective actions were obtained.